Event description:
An esu -generator- was used in conjunction with a karl storz power cord, storz resectoscope, and storz telescope. The cautery loop that was plugged into the storz resectoscope was a disposable cook product. During a turp -transurethral resection of the prostate-, the nurse noted the anesthetized patient jerked. The nurse notified the surgeon, who then discontinued the use of the cautery loop and removed the resectoscope. The instruments were inspected and a black mark was noted on the telescope lens, along with a black mark on the insulation part of the disposable cook cautery loop. The patient was assessed and found to have no apparent injuries related to this event.